Event description:
The hcp reported the pt's device sys was explanted due to a granuloma. No pt symptoms were provided. The pt recovered from surgery without sequela. The drug contained in the pt's pump was dilaudid delivered at 45 mg/day.